Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# unknown , explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they talked to the healthcare provider (hcp) on (B)(6) 2023 and he declined the return and analysis of the lead. The product was intentionally cut in half during explant and thus the customer neglects the analysis. This was discussed directly with the surgeon/customer and the problem has been resolved.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient (pt) described loss of function of implanted neurostimulation (ins) system while battery was depleting as usual. Pt had loss of pain relief/therapy loss. No other negative effects or symptoms were described. Pt had a fall from the bike during summer 2023. Programming of the ins was performed, and impedances have been measured. All contacts on the lead were faulty, and the ins had been turned off. The faulty lead/electrode was explanted successfully and will be returned for evaluation. The issue has resolved. Additional information was received. Regarding when the patient first started to experience a loss of therapy, it was approximately (B)(6) 2023, no distinct date. The pain got worse slowly over months. The date of the bike fall is unknown but assumed to be related to incident (bike fall happened approx. (B)(6) 2023). The manufacturer representative (rep) was made aware of this problem during the revision surgery on (B)(6) 2023. The ins implant date and serial number were confirmed but the lead implant date is unknown. Impedance measurements were taken during the revision surgery, all impedances were high (40.000 ohm). The cause was confirmed as lead malfunction/breakage. The lead will be returned, this is planned for (B)(6) 2024. Information confirmed with physician/account.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. B3: date is approximate (month and year). G2. Foreign: germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.